Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was deployed and grasped onto tissue however, the clip would not release from the catheter. The entire device was removed from the patient. It was reported that there was no tissue damage from this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, during the procedure, the clip was deployed and grasped onto tissue however, the clip would not release from the catheter. The entire device was removed from the patient. It was reported that there was no tissue damage from this event. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).